Event description:
It was reported that one (1) patient developed deep vein thrombosis following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Farid, y. R. (June 2025) non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation. Techniques in orthopaedics. 40 (2) 1-7 https://doi.org/10.1097/bto.0000000000000696. D10 - concomitant devices - unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter 1cm catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter 7cm catalog #: ni lot #: ni the product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Procedure-related complications are influenced by the type of surgery, the patient's pre-existing comorbidities and perioperative management. Deep vein thrombosis (dvt) occurs when a blood clot forms in one of the deep veins of the body. Total joint patients are typically placed on preventative medication post-operatively for blood clots, however, clots may still develop. The reported event is considered procedure-related and unrelated to zimmer biomet devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.